Event description:
It was reported by the sales rep the device was used during an unknonw procedure. It was reported the prw35 staples were not forming properly and the device broke. The weld on the top of the device broke causing instrument to separate at the rotation point. Another was opened to complete the procedure. It is unk whether any good staples were obtained. The contact person did not have any other info to provide. She was not the person in the case when the event occurred and could not remember who brought the device to her. There was no consequence to the pt.